Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change resolving the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause of elevated bg was unknown. Customer delivered a correction bolus via pump, administered a manual injection, and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.